Event description:
It was reported that during a reversal of hartmans procedure, upon the first firing of the device, the surgeon dialed closing knob down full, removed the safety and fired. No 'crunch' was heard, and upon opening the device, there were no staples formed, or anywhere to be seen, therefore, the anastomosis was cut but not sealed. Therefore, they had to redo the procedure, using a new device and defunctioned the pt which was not what was initially planned to do. The pt received an ileostomy, unk if permanent or temporary. Surgery was prolonged fifteen minutes. The pt was stable. Additional info has been requested.

Manufacturer narrative:
Date sent: 09/25/2009. Info anticipated, but unavailable at this time.